Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, the investigation identified the device failed the leak test at the handle. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image problem/bad image quality. The issue occurred during preparation/prior to sedation. There were no reports of patient harm.

Event description:
It was reported the camera head had an image problem/bad image quality. The issue occurred during preparation/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.